Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. It is unclear when this damage occurred. There is no indication that the lifevest cause or contributed to the patient death. The device was fully functional during the patient's last use. The root cause for the shorted diode array could not be positively identified. Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacture date: monitor: 05/13/2013, belt: 11/21/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was unconscious and in the hospital at the time of passing. The patient was reportedly also on hospital telemetry. Review of the download data, indicates the patient received one shock in response to oversensing of low cardiac signal and CPR artifact. Per clinical review of the ECG data, the device was started up at 18:22:43 on (B)(6) 2019. The device detected asystole at 17:35:11, while the patient was in a sinus rhythm at 50 bpm slowing to asystole. The device detected two arrhythmias from 17:36:10 to 17:36:38, while the patient was in asystole with CPR artifact. The device was shutdown at 17:39:35 on (B)(6) 2019. The device was restarted at 17:40:18 on (B)(6) 2019. The device detected two arrhythmias from 17:53:25 to 17:54:41, while the ECG shows the CPR artifact with asystole visible during pauses. The device detected an arrhythmia at 17:57:50, while the ECG shows the CPR artifact with asystole visible during pauses. The patient receives a treatment at 17:59:00, while in asystole. The patient's post shock rhythm was an idioventricular rhythm at 75 bpm. The device detects asystole at 18:01:05, while the patient's rhythm was an idioventricular rhythm at 75 bpm slows to asystole. The device was shutdown at 18:03:54 on (B)(6) 2019, while the patient was in asystole. The patient passed away on (B)(6) 2019.